Manufacturer narrative:
As reported, the capsure device fastener head detached when fixating into the cooper's ligament. It is reported that the subject device is being returned for evaluation; however, at this time it has not been received. Based on the information provided and without having the sample to evaluate, no conclusion can be made. The most likely cause for the detached fastener cap may be the result of forces applied to device while deploying into the coppers ligament. No lot number has been provided; therefore, a review of the manufacturing records is not possible. If/when the sample is returned a supplemental MDR will be submitted to document the sample evaluation results. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a totally extraperitoneal procedure (tepp), capsure fixation device fasteners got fixated successfully. It was reported that during the first tack applied to the cooper ligament near the pubic bone, the head of the capsure fasteners came off although the coil was firmly secured. It was also reported that the surgery was completed without any problems, and the head of the fastener was removed from patient's body. There was no reported patient injury.